Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode was fractured while in body. The customer¿s blood glucose was 72 mg/dl. The customer observed the electrode broken after removing from the body and the needle was hard to remove. The sensor will not be returned for analysis.